Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported to have injected a patient in the lips with unspecified juvéderm voluma® and in the ears with juvéderm® volbella¿ with lidocaine. About 4 months later, the patient called the physician commenting to have much inflammation and some pain. The patient commented to have left treatment with ciprofloxacin, which was being taken due to urinary tract infection, 2 days before. On the night prior to the call, the patient ate pomegranate, which the patient does not eat regularly. The symptoms have not resolved.